Event description:
It was further reported that there was no performance issue with the ipg. It was noted that the patient had sustained ventricular tachycardia (vt) after implant of the ipg and was subsequently upgraded to a cardiac resynchronization therapy defibrillator (crt-d).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a patient representative that after implantation of an implantable pulse generator (ipg), the patient experienced difficulty recuperating. They experienced high blood pressure, chest pains, water in the lungs, and water in the heart. Three hours after the procedure, the patient's heart stopped. The device was alleged to not be working properly. Emergency surgery was performed for stent placement. Despite the stent, the patient continued to have high blood pressure and chest pains. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.